Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed two kinks on the sheath. One kink was 31 mm from the sheath hub and the second kink was 77 mm from the sheath hub. Leak testing was performed; the distal end of the sheath was inserted into a 12fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. The sample failed the leak test due to air bubbles seen from a tear/crack found on the sheath 1.25 mm from the sheath hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender had a hole in the sheath by the hub that continually leaked. Additional information was received on 12sept2019. While removing the sheath to place the tr band on the patient's wrist, a hole was noted as blood was pulsating out of it while trying to place the band. The procedure was radial. The patient's condition was stable, there was no harm to the patient. Estimated blood loss was 10cc. The procedure was completed successfully. The reported event was noticed at the end of the procedure.